Manufacturer narrative:
Additional information was received that the physician believed that the device may have caused the abnormal tissue. Sc-1132 (sn (B)(4)) the complaint was not verified. The root cause of the burning pain at the pocket site could not be determined. The maximum operational and charging temperatures were within the limit. It was verified that there is no loss of electric current into the surrounding tissue. The ipg passed all the required tests and revealed no anomalies. Sc-3400-30 (sn (B)(4)) the lead bodies were cut and only the proximal ends were returned. Damage to the devices is a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that the patient¿s ipg would heat at the pocket site and the patient had developed an abnormal tissue reaction without evidence of infection or allergic response. Database analysis revealed no anomalies. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316 lot #: 15807438 description: next generation anchor kit-sterile. The explanted leads and clik anchor were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg would heat at the pocket site and the patient had developed an abnormal tissue reaction without evidence of infection or allergic response. Database analysis revealed no anomalies. The patient underwent an explant procedure.